Event description:
It was reported that the bd saf-t-intima¿ safety system experienced the needle through catheter. The following information was provided by the initial reporter: when the head nurse of nephrology implanted the indwelling needle to the patient and withdrew the needle, she found that the needle tip leaked from the side of the catheter tube.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ safety system experienced the needle through catheter. The following information was provided by the initial reporter: when the head nurse of nephrology implanted the indwelling needle to the patient and withdrew the needle, she found that the needle tip leaked from the side of the catheter tube.

Manufacturer narrative:
H.6. Investigation summary: based on DHR review for material 383312 with lot number 1210972, the product lot met the assembly and packaging specifications and qa inspections; however, customer detected needle through catheter. Since no photos or samples displaying the reported condition of needle through catheter were available for examination, we were unable to fully investigate this incident.